Event description:
It was reported, the oxygen (o2) tubing was connected to the wall and there was no airflow, due to pressure the oxygen tubing popped off the wall. The event did not reach patient/person, no harm or injury reported.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The sample was received from the reporter; functional testing was performed on the returned product. The test results showed that the oxygen flow was completely occluded at the wye connector due to excess adhesive applied during assembly. The reported issue is confirmed. Process review was performed and determined this to be this to be an isolated operator error rather than a systemic process or material issue. As a preventative measure a quality control alert was issued, which serves as an internal reminder to ensure all products meet applicable acceptance criteria. We will continue to monitor for trends. The device history record for lot 565140 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the oxygen (o2) tubing was connected to the wall and there was no airflow, due to pressure the oxygen tubing popped off the wall. The event did not reach patient/person, no harm or injury reported.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 18 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint- (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.